Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported recurrent tricuspid valve insufficiency/ regurgitation appears to be a cascading effect of the reported slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4582, health effect- impact code: 2199. Codes added: health effect-clinical code: 4453, health effect- impact code: 4614.

Event description:
On (B)(6) 2025, the patient presented with grade 5+ functional tricuspid regurgitation (tr) and dilated right atrium for a triclip procedure. During the procedure, 3 triclips were successfully implanted. The tr was reduced to grade 1+ post procedure. On (B)(6) 2025, the third triclip had single leaflet device attachment(slda) from the septal leaflet. Recurrent tr of grade 3 was reported. There was no clinically significant delay.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) and dilated right atrium for a triclip procedure. During the procedure, 3 triclips were successfully implanted. The tr was reduced to grade 1+ post procedure. On (B)(6) 2025, the third triclip had single leaflet device attachment(slda). There was no clinically significant delay.